Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a significant hypoglycemic event shortly after initiating ilet therapy, following a first meal announcement, with blood glucose decreasing to 59 mg/dl and later recovering to 79 mg/dl and rising after oral glucose correction and coaching on gradual correction and learning-phase expectations. Symptoms included hypoglycemia with associated distress. Outcomes included recovery without medical intervention or hospitalization, and education on cautious correction and consideration of discussing meal announcement sizes with a healthcare provider. Investigation included review of the event details through customer interview and provision of troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the event occurred during the early learning phase, with potential mismatch between meal announcement and actual carbohydrate intake by a light eater. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.